Event description:
Per the clinic, the patient did not receive any auditory percepts from the device. Imaging (type and date not reported) showed that the electrode array was not in the cochlea. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)